Event description:
Rptr complains of pain, tightness and soreness in breasts, unable to wear bra, hardness of breasts, pain in joints of arms and legs, numbness and tingling in hands and legs, hair loss, low grade fevers, dry mouth, rash on back, and severe constipation.